Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient underwent an operation for an intertrochanteric femoral fracture. Reportedly the doctor properly performed the reaming for insertion of a dynamic hip system (dhs) blade and followed proper procedure to insert the blade by using a centering sleeve. Despite this, the connection screw was broken. The surgeon removed the broken screw with the extraction tool, and replaced it with a lag screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no product fault could be detected.